Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up to a high blood glucose level of 510 mg/dl. The customer stated the infusion set¿s needle was bent. The customer¿s current blood glucose level was 489 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer stated that they ate and their blood glucose level was starting to go up. The new infusion set was also giving her a no delivery alarm. Troubleshooting was performed and insulin exited without incident. The cannula was not bent. The infusion sets will be replaced. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4).